Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this driver serial number and issue to date. Visual/functional evaluation: there were no visual anomalies noted on the returned driver. The driver passed all functional testing at the 22mm and 15mm positions. The driver also passed all force testing. Conclusion: the investigation is unconfirmed for self-activation, as the device functioned as intended. The definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: precautions: the introduction of the needle into the body should be carried out under imaging control (ultrasound, x-ray, CT, etc.). Never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. Biopsy procedure: positioning: introduce the needle with the unique spacer attached under imaging control through the incision until the needle point is proximal to the area to be biopsied. When the position is confirmed, attach the energized (cocked) bard magnum biopsy instrument. Taking care to maintain the needle orientation, align the holes on the needle hubs with the posts of the instrument carrier sleds. Partially close the cover to maintain the position of the needle hubs. Compress the ends of the spacer to release and remove. Close the cover. While maintaining the instrument position and needle orientation, move the safety lever from "s" (safe) to "f" (fire, ready). Depress the trigger button to cause both the stylet and cannula to automatically advance. Remove the instrument and needle from the patient.

Event description:
It was reported that device self-activated during functional testing after the biopsy was completed. No pt involvement was reported.

Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway.